Event description:
Information was received that the patient had both the lead and generator explanted due to lack of efficacy. Both products were received into product analysis. Product analysis (pa) was performed on the returned lead portion. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted except for the one and a half sets of setscrew marks found near the end of the connector pin, indicating the connector pin had not been fully inserted into the cavity of the pulse generator at one time. X-ray suggests canted spring was marginally connected to the connector ring. What appeared to be canted spring indentations were observed on the rear end of the small front o-ring. The observed location of the canted spring indentations suggests there may have been intermittent contact with the generator. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. No coil breaks were found. Based on the findings in the pa lab, there is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the stated allegation of fracture of lead. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead; therefore fracture of lead on the portion that was not returned cannot be ruled out. Product analysis (pa) on the returned generator was performed. The reported lack of efficacy cannot be evaluated in the pa laboratory setting, proper functionality of the pulse generator in its ability to provide appropriate programmed output currents can be verified. This was successfully verified in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.937 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 49.781% of the battery had been consumed. The 62;25% change in impedance showed that the prechange value was 2387 ohms and the postchange was 12613 ohms. The high impedance was found to have occurred prior to when it was found on the patient¿s device. Programming history was reviewed and showed system diagnostics 06/11/2019: output status ¿ low/ lead impedance ¿ high/ lead impedance value ¿ 13345 ohms. There were no performance or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
It was reported that during clinic visit, the physician interrogated the device and system diagnostics showed there was high lead impedance. The patient has been referred for ap lateral chest and neck x-rays to review and then send patient for surgery consultation. The x-rays performed have not been received or reviewed to date. The patient's parents do not recall the patient having any falls or any other event that may have led to high impedance. The physician programmed to patient's device off. No surgical intervention has been reported to date. No additional relevant information has been received to date.